Event description:
Customer called to report that he was 5 minutes into photo activation and noticed that the return pressure dome was leaking blood all over the pump deck. Css told the customer that the kit is no longer considered a closed system and therakos would recommend that the treatment be aborted without blood return. Customer understood, but replied that the patient was old and would need their blood back if possible. Css told the customer that therakos could not recommend returning any of the blood to the patient and to talk to the doctors at the facility for further guidance. Customer decided to abort the treatment without rinse-back, as recommended by css. Customer reported that he thinks the pressure dome was installed correctly at the beginning of the treatment, and since this happened so late in the treatment, it was assumed to be a kit issue and not operator error. Patient was stable. Service srv-(B)(4) was dispatched. Kit was returned for evaluation.

Manufacturer narrative:
A review of lot c322 was conducted. There were no non-conformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for pressure dome membrane leak; CAPA's (B)(4) and (B)(4) have already been initiated to investigate pressure dome membrane leaks. Service order srv-(B)(4) completed: service engineer found blood under pump deck; cleaned/ sanitized, and performed system checkout. All test passed, no further action required. The assessment is based on information available at the time of the investigation. The product return evaluation is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).